Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2020-49225. Additional information received indicated that the surgical intervention was undertaken wherein both leads were explanted and replaced. During the procedure on 03 dec 2020 it was elected to explant and replace the ipg as well because the patient felt there was diminished therapy. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-33193. It was reported the patient¿s leads have migrated. Surgical intervention may be pending to address the issue.